Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("ovarian cyst /left ovarian cyst") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user, vaginal delivery and diverticulitis. Concurrent conditions included endometriosis, gerd and urinary tract infection. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant) and endometriosis ("pain could be related to endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and drainage of left ovarian cyst). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and ovarian cyst had resolved, the vaginal haemorrhage, dysmenorrhoea and endometriosis outcome was unknown and the menorrhagia had not resolved. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pain could be related to endometriosis. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: ovarian cyst, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: case was upgraded to incident. Pfs & mr received. Event injury was replaced with event pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea(cramping), left ovarian cyst, endometriosis. Medical history, concomitant condition, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.